Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos depicting the site of leaking and of the floor the fluid had leaked on, were provided for evaluation. The photos were visually evaluated and it was difficult to determine the exact site of leakage. Without the actual defective device, we are unable to determine the root cause of the reported incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the nurse checked the infusion, fluid was noted on the floor. The tubing was observed to be leaking at the last junction during infusion of mvasi which resulted in approx. 20ml of drug loss. No injury reported.